Event description:
There is no adverse event associated with this complaint. It was reported that the combination bolus feature was not delivering insulin as programmed. A family member stated that a combination bolus was programmed to deliver 4.3 units with 25% of the insulin delivered as a normal bolus and 75% of the insulin delivered over an extended duration of 0.1 hours. It was alleged that the entire insulin bolus was delivered as a normal bolus and none of the insulin was delivered over an extended time period. When the family member reviewed the bolus history, it was found that the total amount was delivered within 3 minutes. He noted that this alleged combination bolus inaccuracy is not the first occurrence and that has occurred intermittently in the past. He did not report any adverse events associated with these occurrences.

Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.